Event description:
Kimberly-clark received a report from (B)(6) stating, ¿sealing on the packaging pouch was been opened prior to use.¿kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
The device history record was reviewed and documented that the product lot numbers ac301403c and ac301408c reported in the incident met manufacturing specifications. Two samples were returned. The first sample, containing two packaged devices, noted both packages had open seals in the same location. The side seal on the left of each package is open from end to end. There is visible texture on the film indicating this area had gone through the seal process. The second sample, containing one package, noted the package had open seals in the same location as the first sample. The side seal on the left of the package is open from end to end. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.